Manufacturer narrative:
UDI: unknown, lot/serial not provided. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event was obtained from a case report, transcatheter closure of atrial septal defect protects from pulmonary edema: septal occluder device gradually reduces lr shunt (heart vessels (2017) 32:101 - 104 doi: 10.1007/s00380-016-0863-5). According to the case report, a (B)(6) female diagnosed with an atrial septal defect (asd, 12.8 mm x 22.4 mm) and concomitant pulmonary hypertension underwent implantation of a 22 mm amplatzer septal occluder (aso). Per the case report, seven days post-implant, the patient developed acute left-sided heart failure requiring the administration of diuretic therapy. The case report cautioned that patients with diastolic dysfunction had the risk of worsening lv heart failure post-asd closure due to the acute volume overload to the lv which resulted in increased la pressure. As a result, the case report recommended the use of vasodilators in combination with asd closure to gradually endothelialize the device and minimize the effects of flash pulmonary edema.